Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard. The following information was provided by the initial reporter, translated from spanish to english: in an outpatient chemotherapy unit, an insyte autoguard peripheral catheter was installed. After its removal, the professional observed damage to the catheter in its connection with hubb (connection end with extension). At the junction the professionals observed that they were fractured. 14 may 2024 reports correspond to adverse incidents, with potential harm to the patient, but no associated adverse event.

Event description:
Additional information from customer: please confirm the quantity affected - 2 units. Patient¿s age, gender, weight, ethnicity, and/or race? No information. Is there any other impact to patient, if yes describe in detail - no. Has there been any harm to patients/healthcare professionals? No.

Manufacturer narrative:
Additional information: details added to b5. Investigation results: a device history record review was completed by our quality engineer team for provided material number 381812 and lot number 3083904. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: quantity affected is 1.

Event description:
Correction: quantity affected is 1.